Event description:
It was reported that the device alarmed air-in-line (ail). Facility biomed cleaned the ail sensor, replaced both the upper and lower sensors, calibrated, performed preventative maintenance and the device passed all tests. There was no report of patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that device has air in line. Pressure sensors were replaced and passed all tests. There was no patient involvement.

Event description:
It was reported that the device alarmed air-in-line (ail). Facility biomed cleaned the ail sensor, replaced both the upper and lower sensors, calibrated, performed preventative maintenance and the device passed all tests. There was no report of patient involvement.

Manufacturer narrative:
The reported issue of device alarmed air-in-line could not be confirmed as no product nor device logs were returned for investigation. Device history record: a review of the device history record showed the device had a manufacture date of 01aug2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which confirmed similar complaints with the same or related failure mode for this customer under complaint (B)(4).

Event description:
It was reported that the device alarmed air-in-line (ail). Facility biomed cleaned the ail sensor, replaced both the upper and lower sensors, calibrated, performed preventative maintenance and the device passed all tests. There was no report of patient involvement.